Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015 and the patient's ipg pocket was revised and the issue was resolved.

Event description:
It was reported the patient's charging system is unable to communicate with the ipg. Additionally, the patient had difficulty communicating with the ipg using the programmer. The patient's physician indicated the depth of the ipg is greater than at implant due to increased fatty tissue, the depth of the ipg has increased. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).